Manufacturer narrative:
Qc information provided shows that qc level I failed initially and was within limits upon repeat. A system check met specifications. Sample handling information was not supplied. No additional information regarding this event was provided. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. The initial accu tni result was 0.33ng/ml. On the next day, a fresh sample was collected from the patient and tested for accu tni and a result of 8.55ng/ml was obtained. Another sample collected on the same day gave a result of 0.09ng/ml. The customer then re-tested the initial and the 3rd sample for accu tni and results were: 0.09ng/ml and 0.07ng/ml respectively. Two days later, a new sample was collected from the patient and tested for accu tni, and a result of 0.04ng/ml was obtained. Accu tni results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.